Manufacturer narrative:
Additional information b3: the event was reported to have occurred in (B)(6) 2020. Additional information e4, f2 : the reporter of the event communicated this event to the FDA under medwatch report 2400100000-2020-8059. Additional information was received via an email response from the facility biomedical engineer and stated the pump was already tested, working fine and was sent back to clinical services, hence, no sample will be sent for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was plugged in, reading "charge complete" when plugged in. Shut down and turned off when unplugged. Infusion was on hold at the time of incident so no harm to patient. The problem was found while infusion was on hold at the patient room. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.